Manufacturer narrative:
Further information was requested but not received.

Event description:
Related manufacturer reference number: 2017865-2022-08364. It was reported that the patient's atrial lead exhibited loss of atrial sensing. The atrial lead was explanted and replaced. The right ventricular lead was capped and replaced during the procedure on (B)(6) 2022 due to an unknown reason. The patient's health status was unknown.

Manufacturer narrative:
New information notes update to h6 coding for dislodgement and muscle stimulation. Also device will not be returned.

Event description:
New information notes the patient presented in the emergency room due too diaphragmatic stimulation. The right atrial (ra) lead was dislodged which caused the loss of sensing.

Manufacturer narrative:
Additional information a1 patient weight 60 kg.

Event description:
New information notes patient weight.